Event description:
It was reported the et45b was used during a laparoscopic gastric bypass. It was reported the surgeon fired the device over the stomach and the device stapled but did not cut. There was no consequence to the patient.